Event description:
Philips received a complaint on the intellivue x3 indicating that there was a loudspeaker fault. The remote service engineer (rse) spoke to the customer and determined that the device displayed a speaker inoperative (inop), and that no audio was present. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported.

Manufacturer narrative:
The remote service engineer (rse) spoke to the customer and determined that the device displayed a speaker inoperative (inop), and that no audio was present. The x3 was connected to a monitor, so the customer took the x3 out of the host monitor and confirmed that the problem came from the x3. Based on the information available the cause of the reported problem is the speaker. The customer was provided a replacement speaker to resolve the issue.